Event description:
It was reported the patient is unable to communicate his ipg with the charger or programmer. The patient states he estimates he has been unable to recharge for 3 months (exact date unknown) and he is not receiving stimulation (exact date unknown). A replacement charger ws unable to resolve the issue. Surgical intervention may be pending to address this issue, however; the patient is uncertain whether he wants ipg replacement at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.